Event description:
It was observed that during the device evaluation, the subject device had water ingress and image noise. There were no reports of patient involvement.

Manufacturer narrative:
E2: health professional - (no) . The camera cable was found to have a tear, and it is likely that the coating of the camera cable has peeled off due to the stress applied to the camera cable. This indicates that the camera cable can no longer maintain its watertightness. Therefore, it is likely that water has entered the cable, resulting in flooding. Additionally, it is possible that the internal ccd has failed due to the flooding of the camera cable. As a result, it is likely that normal communication was not possible and noise was generated in the image or the switch did not operate normally. A device history review revealed the equipment in question was manufactured more than 15 years ago, the DHR could not be verified. Olympus will continue to monitor the field performance of this device.